Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2004.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the patient is deceased. The cause of death has been requested and not received.